Manufacturer narrative:
Patient information: unk. This product is manufactured in the u.s. But not marketed in the u.s. The rod did not catch the lens but passed over the lens. The lens was twisted and remained inside the nozzle. The volume of used viscoelastic appears to be enough. The top flange was pushed down adequately. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter +24.5 into the patient's eye, the iol was unable to be implanted. The reporter states that when "when pushing the rod, the rod passed below iol and unable to inject." This occurred on (B)(6) 2018. There was no patient contact with this lens.